Manufacturer narrative:
Literature source: kurji, k.k., rudnisky, c.j., rayat, j.s., arora, s. Sandhu, s., damji, k.f., & dorey, m.w. Phacotrabectome versus phaco istent in patients with open-angle glaucoma. Canadian journal of opthalmology. 2017. (52): 99-106. (B)(4). The device remains implanted in the patient and is not available for evaluation. Device identifiers were not available. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The device labeling states that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established in patients with implantation of more than a single stent as this was not studied in the pivotal trial. (B)(4).

Event description:
Through review of the article ¿phaco-trabectome versus phaco-istent in patients with open-angle glaucoma¿ glaukos learned of one blocked stent, which required the addition of anti-glaucoma medications to adequately control intraocular pressure (iop). The study investigated the efficacy and safety of phaco-trabectome versus phaco-istent. Thirty-four eyes from twenty-five patients (14 female, 11 male, mean age 75.02 +/- 10.34) underwent phaco-istent between january 2010 to december 2012. Subjects undergoing phaco-istent, received two stents. Postoperatively, all patients were prescribed prednisone 1% four times per day tapered over eight weeks, moxifloxacin 0.5% 4 times per day for one week, and diclofenac 0.1% or nepafenac 0.1% four times per day for one week. Phaco-istent subjects had a mean iop reduction of 3.84 +/- 3.80 one year postoperatively. The study concluded that there was no significant difference between the phaco-trabectome and phaco-istent groups in relative reduction of mean iop at 12 months postoperative. The phaco-istent subjects had significantly fewer individual complications throughout the postoperative period, and the article reported that phaco-istent might be the safer option of the two minimally invasive glaucoma surgery procedures. Additional information on the one blocked istent has been requested.